Event description:
On (B)(6), the dialysis nurse started her peritoneal treatment at 15:45. Last fill was 2 liters. No initial drain amount noted. Machine data sheet showed 2 liters fill volume delivered. On dwell 1 with 19 minutes left, the hospital nurse found the patient unresponsive and pulseless at 0219 and code was initiated. Patient was pronounced dead at 0239.